Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer inquired about the safety notification she had received. The customer was informed that her reservoir lot was not affected by the recall. The customer also reported receiving multiple no delivery alarms. The customer was advised to call back when she receives her replacement insulin pump. No additional information provided.